Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced low flows starting on (B)(6) 2022 presumably due to hypovolemia. The patient received fluid replacement but arterial line map (mean arterial pressure) read 20 and vad flow was 0.1. Compressions were started and the patient was reintubated. The outflow graft was found to be punctured and complicated by cardiopulmonary resuscitation (CPR). Chest tubes were placed for bleeding and mediastinal thrombus was evacuated with outflow graft repair in the operating room. The patient was then started on continuous renal replacement therapy (crrt). Log file analysis captured multiple low flow alarms with high pulsatility index (pi) on (B)(6) 2022. There were also low flow alarms detected between (B)(6) 2022 to (B)(6) 2022. Most of the alarms were unsustained for less than 10 seconds and did not trigger the alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. Although a specific cause for the low flow events could not be conclusively determined through this evaluation, the account communicated that they were believed to have been caused by hypovolemia. Additionally, a direct correlation between the device and the reported events (hypovolemia, mediastinal thrombus, bleeding, and ventricular tachycardia) could not be conclusively established through this evaluation. The device has not been returned at this time. The submitted system controller event log file captured transient low flow alarms on (B)(6) 2022. Of note, elevated pulsatility index (pi) values were captured during the low flow events. No atypical alarms or events were captured. The pump appeared to have operated as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists all adverse events that may be associated with the use of heartmate 3 lvas, including thromboembolism and bleeding. Although it is unknown whether the patient had a history of cardiac arrhythmia prior to implant or whether the reported arrhythmia is considered to be device-related, the IFU also lists cardiac arrhythmia as a potential adverse event. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, "patient care and management" (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section lists hypovolemia as a potential late postimplant complication. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient was implanted on (B)(6) 2022 and their implant course was complicated by cardiac arrest and cardiopulmonary resuscitation on (B)(6) 2022 with outflow graft injury. A surgical repair of the outflow graft and mediastinum was done on (B)(6) 2022. Since then the patient has showed minimal improvement from a mental status standpoint. The patient also additionally had several episodes of ventricular tachycardia (vt) requiring intravenous amiodarone and lidocaine as well as antitachycardia pacing (atp). The physician and the treatment team met with the patient's family several times and came to the unanimous decision to withdraw care on (B)(6) 2022. After turning off the lvad the patient passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.